Event description:
It was reported that the unit had damage to the front and rear housing with exposed sharp edges, possibly from being dropped. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
The customer was sent a replacement device and this device has been repaired.